Manufacturer narrative:
Unit passed displacement test, selftest, and active current measurement. Unit received with unexpected battery power loss and had high sleep current due to corroded battery tube. Power graph shows unexpected battery power loss due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump batteries end after 1-3 days. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the battery cap was ok, customer was using batteries from good quality. The insulin pump will be returned for analysis.